Event description:
Event description guidant received information that this implantable transvenous defibrillation lead dislodged from the original implant site; the resulting increased stimuation threshold prevented right ventricular capture.